Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to change the response to a medical prescription verification request. The technical support specialist had guided customer through editing the medical prescription verification requests in medbank myqlink, resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, that the rxverify need to be change. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.